Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedances out of range. Technical services (ts) provided guidance. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedances out of range. Technical services (ts) provided guidance. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead was capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedances out of range. Technical services (ts) provided guidance. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead was capped and a new lead was implanted. No additional adverse patient effects were reported.